Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing, stress testing, and environmental testing without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement at the time of the reported malfunction.